Event description:
Patient self tester reports discrepant results with meter compared to lab. Date: (B)(6) 2010, inratio: 1.3, lab: 2.0. Patient off antibiotics since (B)(6) 2010.

Manufacturer narrative:
Investigation pending.